Event description:
It was reported that during an unknown procedure, the clips would not advance. A like instrument was used to complete the case. No patient consequence reported.

Manufacturer narrative:
Eval summary: the analysis results found that the al326 instrument was returned with the kick off spring damaged. The instrument was cycled and an intermittent feeding was noted due to the condition of the kick off spring. Also, the anti-backup was noted to be non-functional due to a broken feed cam. The instrument was disassembled and 8 clips were found on the track. A batch record review was performed and no anomalies were found during the manufacturing process.